Manufacturer narrative:
The initial report was sent on 30/06/2023. The investigation findings suggest that the issue (sid mis-reading at tim) was due to: 1. Picture out of focus; 2. Low quality label. The first point was addressed by verifying the alignment and re-calibrating the tim. For the second point, the distributor confirmed that low quality labels are used at the customer's facility. Therefore, the distributor alerted the customer in order to address the problem related to the label quality. In the automation system operations manual, it is already specified that the automation system can process sample tubes prepared based on the standard auto2-a2 vol.25 no.29 which includes also requirements regarding the minimum printing quality. It has not been identified the need of any corrective action on the field.

Event description:
The tube identification module (tim) integrated in the bulk input module (bim) of flexlab system mis-identified a barcode label. Sid (B)(6) was identified by the tim as (B)(6). Sid (B)(6) belonged to another patient, that had not been drawn or delivered to the laboratory. Therefore, the mis-identification of the sid did not result in patient's mis-match.

Manufacturer narrative:
The tube with sid (B)(6) was loaded onto the automation, and the tim identified it as (B)(6). The sample tube mis-identified ((B)(6)) proceeded to the centrifuge module (cm), where the tube has been re-identified and flagged with error 1566 "sample ID mismatch". The "sample ID mismatch" occurred as the centrifuge module did not read the same barcode value as previously read by the tim. The tube was then sent to input output module (iom) priority output rack (po) for manual intervention. The operator re-labelled the tube with sid (B)(6) and reintroduced it onto the automation. This time the tim correctly identified sid as (B)(6). The sample tube was successfully processed on third party analyzers and was stored in high volume storage (hvs) module. According to the data analysis performed until now, before and after the mis-reading of the barcode label, the other barcode labels have been correctly read. The barcode settings used in the site where the issue happened were: code 39 with length set from 2 to 23; code 128 with length set from 2 to 22. Both code 39 and code 128 had check digit enabled. The check digit helps to confirm the correct identification of the barcode number. The barcode involved in the issue was code 128. It is unlikely that the root cause of the event is the barcode settings. The root cause of the issue is still unknown. The investigation is still ongoing.